Manufacturer narrative:
The complaint investigation for high concentration waste exposure on an architect c4000 processing module, serial number (B)(6), included a review of information provided, a search for similar complaints, ticket trending review, labeling review, and device history record review. While observing the fluidics after initiating a flush on all the fluidics, the technical support specialist (tss) reported being sprayed in the face with high concentration waste due to a blockage in the ict high concentration tubing. The tss was not wearing protective eyewear. The tss then cleared the blockage and successfully ran maintenance again. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, which was adequate, with no increase in complaint activity. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. An investigation determined there is sufficient information to indicate the adverse event described in this complaint is related to use error. The abbott technical support specialist (tss) was not wearing recommended appropriate ppe (protective eyewear) while observing the fluidics after initiating a flush on all the fluidics of the c4000 processing module. In addition, it was noted that maintenance on this instrument was not performed routinely which likely led to a buildup/blockage of the ict tubing associated with this adverse event. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The abbott technical support specialist (tss) reported an exposure while inspecting and preparing an architect c4000 analyzer for upcoming service engineer training. The tss was running daily maintenance on the analyzer, that is only used for training purposes and monitoring the fluidics movement on the ict when a blockage in the ict high concentration tubing was found which caused line 14 to pop off and spray high concentration waste into the tss¿s face and eyes. The tss washed their face and rinsed their eyes with water for 20 minutes. The tss was prescribed antibiotics and was vaccinated against hepatitis b. The tss eyes are doing fine and there is no sign of infection.

Event description:
The abbott technical support specialist (tss) reported an exposure while inspecting and preparing an architect c4000 analyzer for upcoming service engineer training. The tss was running daily maintenance on the analyzer, that is only used for training purposes, and monitoring the fluidics movement on the ict when a blockage in the ict high concentration tubing was found which caused line 14 to pop off and spray high concentration waste into the tss¿s face and eyes. The tss washed their face and rinsed their eyes with water for 20 minutes. The tss was prescribed antibiotics and was vaccinated against hepatitis b. The tss eyes are doing fine and there is no sign of infection.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.